Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient experienced a seizure, hypoglycemia and taken to a hospital. The cgm value was 2.7 mmol/l; however, the exact bg value was not provided other than the reported stated the bg was much lower than the cgm value. No other details or cgm/bg values were provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.